Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of 16 displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and provided the caller with instructions for handling the return of the problematic pump, including storage mode procedures and return shipping information. The caller was advised to program their settings and connect their continuous glucose monitor to the replacement pump, and they understood all instructions. Customer will continue to use current pump.